Event description:
Tashima et al., 2022 ¿ successful endoscopic resection by using gel immersion and the technique of endoscopic papillectomy for a tumor adjacent to the papilla of vater. "In cases where closure of the entire mucosal defect is not possible and/or when a lesion is located near the pov, insertion of endoscopic nasobiliary drainage (enbd) and endoscopic nasopancreatic drainage (enpd) tubes for external drainage of biliary and pancreatic juices after endoscopic submucosal dissection (esd) is reportedly effective at preventing delayed bleeding and perforation. Therefore, a bile duct stent and pancreatic duct stent were placed before treatment to improve lesion visualization and avoid ductal injury during esd. The stents also facilitated the insertion of enbd and enpd tubes after resection. Thus, both stents were placed before tumor resection with the plan of leaving them in place. A pancreatic duct stent (5f-7 cm, geenen pancreatic stent sets; cook japan, tokyo, japan (pr 405808) a week before endoscopic treatment. Esd was performed by using a therapeutic endoscope (gif-h290t; olympus medical systems corporation, tokyo, japan) with a small-caliber-tip transparent hood (dh-33gr; fujifilm, tokyo, japan). A local injection of 0.4% sodium hyaluronate (mucoup; boston scientific,tokyo, japan) combined with a small amount of indigo carmine and epinephrine (dilution 1:100,000) was used to maintain high submucosal elevation. A dualknife j 1.5 mm (kd655q; olympus) was used to make a mucosal incision or submucosal dissection. As a highfrequency electrosurgical unit, we used vio 3 (erbe elektromedizin, tübingen, germany) with endo cut I (effect2, duration 3, interval 1) for mucosal incisions, forced coagulation (effect 4.5) for submucosal dissection, spray coagulation (effect 1.2) for hemostasis by using the tip of the knife, and soft coagulation (effect 6.0) for hemostasis by using coagrasper (olympus). We prepared the gel (viscoclear, otsuka pharmaceutical factory, tokushima, japan) and an accessory channel (bioshield irrigator, us endoscopy, mentor, ohio, USA) for gel immersion endoscopy during esd. Post-esd mucosal defect closure and management after specimen retrieval, prophylactic mucosal defect closure was attempted by using endoscopic clips and 2 over-the-scope clips (otscs) (ovesco endoscopy gmbh, tübingen, germany) without pov obstruction. Subsequently, enbd and enpd tubes were inserted (insertion of endoscopic nasopancreatic drainage tube (5f straight catheter, nasal pancreatic drainage set, g21466; cook japan, tokyo, japan (pr xxxxxx)). Finally, closed suction drains were placed adjacent to the right subdiaphragm and foramen of winslow by laparoscopic surgery. Postoperative clinical course and outcome. Because this patient had a perforation after tumor resection adjacent to the pov and the mucosal closure was ultimately incomplete, we inserted enbd and enpd tubes and followed up with the patient stringently. The patient fasted and was intravenously hydrated for 7 days, including the esd day. On postoperative day (pod) 7, the enbd and enpd tubes were removed after confirmation of no delayed perforation and leakage by endoscopy, gastrointestinal contrast radiography, or CT. This complaint was opened to capture the use of a 1 cook npds-5 stent off-label by as it was used to preventing delayed bleeding and perforation.

Manufacturer narrative:
PMA/510(k) # k171623.

Manufacturer narrative:
PMA 510k # k171623. Device evaluation: the npds-5 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Related files: (B)(4) (emdr 3001845648-2023-00645)¿ off label use of device gepd-5-7. Lab evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. As the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all npds-5 devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0107) states the following: ¿the nasal pancreatic drainage set is used for temporary endoscopic drainage of the pancreatic duct through the nasal passage by use of an indwelling catheter¿. It should be noted that the japanese insert c-es1406y04 included with the device states the following: "this device is used for temporary endoscopic drainage of the biliary or pancreatic duct through the nasal passage by use of an indwelling catheter." There is evidence to suggest the user did not follow the IFU. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of off-label use was identified from the available information. The user is instructed within the instructions for use that accompany the device to not use the device for anything other that intended use. The use of a device outside its intended use is highly prohibited as the effects of such use cannot be determined. From the information provided it is known that the npds-5 tubes were placed to to prevent delayed bleeding and perforation. As per the IFU, the device is intended to be used for temporary endoscopic drainage of the pancreatic duct. Confirmation of complaint: the complaint is confirmed based on customer and/or testimony. Summary: the complaint is confirmed based on customer and/or testimony. Failure identified: off label use, 01 device confirmed used. A definitive root cause of off-label use was identified from the available information. The user is instructed within the instructions for use that accompany the device to not use the device for anything other that intended use. The use of a device outside its intended use is highly prohibited as the effects of such use cannot be determined. From the information provided it is known that the npds-5 tubes were placed to to prevent delayed bleeding and perforation. As per the IFU, the device is intended to be used for temporary endoscopic drainage of the pancreatic duct. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplement report being submitted due to the completion of the investigation on 15-nov-2023.